Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for screw is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon commented on the diameter of screw used with tibial nails are too small. His experience with smaller diameter tibial nails is that the smaller screws ¿always break¿. Surgeon stated that after a surgeon implants any manufacturer of a 9 mm small diameter tibia nail and the patient is weight bearing too early, there is a probability that the smaller screws used for nail fixation may break. This was his observation. He stated that event is common knowledge across the industry, no specific patient. Surgeon has no more information to report on this event. This report is for one (1) unknown screw. This is report 1 of 1 for complaint (B)(4).